Event description:
A hospital in (B)(6) reported via a distributor that water leaked between the connection of the water bag spike and the water feedset tube on the mr290 autofeed humidification chamber after 4 days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and connected to a water bag to check for leaks. Results: a drop of water began to build at the connection between the water feedset tube and the water bag spike. Visual inspection revealed that the tube was slightly pulled out of the spike at the feedset location of the leak.. A lot check revealed no other complaints of this type for lot number 110405. Conclusion: the water leak resulted from the tube being slightly pulled out of the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).